Event description:
It was reported by the customer that a pyxis anesthesia es system station aws is stuck on boot up in carefusion screen. The customer reported that the malfunction was identified before the procedure commenced, so they relocation to another room. Which resulted in 20 minutes delay in the dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station stuck on boot up due to software issue. A technical support specialist performed a reinstallation of remote support service 4.12 and verified that the application launched successfully. The system functioned as intended after troubleshooting.